Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose (bg) level was 240 mg/dl. Customer used manual injections to addressed bg levels.